Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 52 mg/dl at the time of incident. The customer¿s current blood glucose value was unknown. The customer was not sure that they experienced symptoms due to low blood glucose. The customer treated low blood glucose with glucose tablet. The insulin pump was on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer allege the insulin pump was over delivering. The customer stated that the basal rate and bolus wizard was programmed accurately. Troubleshooting was performed. The insulin pump will be returned for analysis.